Event description:
Patient was receiving fluids and medications through an umbilical artery catheter. The burette set has a blue floating ring in it that is supposed to float above the IV fluid. After several hours of use, the burette created a suction and the blue disk fell to the bottom, the IV pump then alarmed "bag empty" while still containing fluid in the bag. This has happened multiple times. This could possibly cause injury to the patient, especially since this was not a peripheral IV, but rather a uac line.it doesn't matter which horizon pump that the burette is attached to. The nurses state that if they have 2 different patients with 2 different pumps with burette tubing, the same thing keeps happening. The IV rates ranged from 8-14 cc/hr on average. It has been different rates for different patients.it was found that another hospital in the area was having similar problems.